Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon inspection, the fse found that the tubing and header of the crm was damaged. The fse replaced the crm module, the tubing and header. The unit was tested using a catheter and trainer with no issue. The fse then verified that the unit calibrated and passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) crm module is broken at the tubing section, therefore it gives a leak alarm. There was no patient involvement reported.